Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a critical error on their insulin pump. The customer's blood glucose level was 96 mg/dl at the time of the incident. The customer did not troubleshoot the issue. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump alarmed motor power supply voltage error detected during rewind due to corroded electronic assembly. The motor assembly was found corroded per visual inspection. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to motor power supply voltage error detected. The insulin pump powered up properly after battery installation. No critical pump errors were noted. The insulin pump was received with faded serial number label, cracked keypad overlay at the select button, minor scratched display window, minor scratched case and keypad overlay texture damaged.